Event description:
The customer reports the enteral feeding pump overfeed while in use on a patient. The patient was being fed vivonex rtf via a flush bag at a rate of 56ml per hour. There was no patient harm and no medical intervention was required. No further information is available.